Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
It was reported, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. Additionally, diagnostic imaging was performed and it was noted the lead was kinked. The patient remains hospitalized while being evaluated for the replacement of the lead. The patient was stable.